Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at a fill estimate of 130 units and remained static. There was no reported impact to the customer's blood glucose level. At the time of the reported event, pump was functioning as intended.